Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2018, that the patient experienced an adverse event. The patient contacted dexcom technical support (ts) for education on the sensor session warmup and during the warmup period, the patient experienced a hypoglycemic event. It was indicated that emergency medical services (ems) were called by dexcom ts and when further contact was made with the patient, the patient¿s son stated the patient was administered dextrose by the paramedics. At the time of further contact, the patient was doing okay. There was no allegation against the dexcom system. No additional patient or event information is available